Manufacturer narrative:
No service call was requested for this event. The customer did not indicate any calibration or qc problems. When questioned, the customer said they believe this was a short sample scenario as the root cause.

Event description:
Internal bci monitoring data indicated one patient sample glu result that did not match when running in duplicate mode. Glu result of 81mg/dl was repeated with a result of 112mg/dl which was reported outside of the laboratory. The customer did not call and complain to bci about this sample. There was no death, injury or change to patient treatment associated with this event.